Manufacturer narrative:
A2: dob listed as 1946. D2b. Prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented. These devices are used for treatment not diagnosis. Pending investigation. There is no other information available.

Event description:
It was reported via legal documentation ous-as part of the manufacturer's recall campaign, the patient presented for an inspection of the hip prosthesis implanted in 2019. X-ray control showed a clear decentering of the prosthetic head and unusually coarse osteolysis in the acetabulum as signs of premature inlay deterioration. This was verified when the inlay was changed on (B)(6) 2023 to a vitd-hardened, specially approved inlay. As part of the replacement operation, in addition to replacing the inlay, the firm integrity of the socket was determined, the cysts in the socket were cured and sealed using allogeneic spongiosa, and the head of the prosthesis was replaced. Diagnosis that led to the implantation: primary coxarthrosis. The explants are currently in the laboratory practice for microbiological examination using sonication [ous]. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H10. H6. Investigation results- the revision reported may have been the result of a combination of the risk factors specified; such as use error, implant positioning, implant size selection, patient factors (fitness for surgery, biomechanics, activity level, and local tissue oxidation potential), and/or surgical approach, which led to prosthesis wear and osteolysis. This could not be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 the following sections were corrected: codes 1924 and 140 no longer applies should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.